Event description:
In 2008 - tsr stated that two of the siderails will not latch on this bed, at about 6 days later, tsr reported that angela emry, unit secretary, reported that there were no injuries. Tsr reported that the left head siderail would not latch and it was the only siderail that would not latch. Tsr cleaned the center arm assembly and the left head siderail functioned properly.